Event description:
A surgeon reports a lens exchange was completed three years following initial implant surgery. The surgeon indicated that a whitish stain and glistenings were observed on the lens prior to the lens exchange. Evaluation findings did not confirm the reported stain or glistenings. However, the damage observed on the returned lens may have been interpreted as a stain (scratches/crack).